Manufacturer narrative:
H11: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that, "a 4 fr provena kink that is still in the patient that we are manipulating externally as she should finish therapy soon." No other information was provided.

Event description:
It was reported by customer that, "a 4 fr provena kink that is still in the patient that we are manipulating externally as she should finish therapy soon." No other information was provided. Additional information received on 5/30/2023: customer reported that on (B)(6) at 18:15 blood return sluggish and declotting of both lumens with alteplase was unsuccessful so an x-ray was requested which showed a kink. Gentle pressure on the insertion site improved function. On (B)(6) at 02:00 the line was noted to be hard and sluggish to flush in both lumens. On (B)(6) 2023 the line was removed. Therapy was completed with no issues mentioned by nurses. Catheter had been inserted 12cm above the antecubital fossa with 2cm left external to the patient. The event did not involve an urgent or critical medical situation and did not cause a delay in treatment. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample. Three kink impressions were observed between the 3cm and 6cm depth markings. The depth markings were worn in the vicinity of the kink impressions. Microscopic inspection of the sample revealed material wear and buckling at the kink sites. The sample kinked easily and preferentially at the kink impression sites during manual manipulation. The impressions appeared to be caused by sharp kinking of the catheter shaft. The use residues and depth marking wear suggested that kinking occurred during device use. The short period between device placement and removal suggested that kinking may have occurred during device placement or securement.